Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
In an email dated (B)(6) 2024, terumo aortic customs engineer (B)(6) indicated that there was a second instance of a treo leg sheath splitting in half. The complaint intake form (form-0102) is unavailable. No information related to the patient outcome was provided. However, an image was shared from the case showing the outer sheath unraveled from the delivery system. Patient outcome - "patient was treated with another device."

Event description:
"Admitted with acute abdominal pain with 11cm aneurysm on CT. Emergency evar under general anaesthetic. Main body treo 36 x 120 deployed infrarenally via right groin. Left limb treo 15 x 160 inserted through 14fr gore dryseal sheath over flossing lunderquist but device failed to deploy. We watched the deployment under fluoroscopic screening throughout and noticed no movement from the top of the device and thought it was a bit strange. Deployed the device till the end and no stent had come out, and we came to the realisation that the same thing had happened during another case a few weeks prior. This device felt a bit stuck at the top but luckily came out after a good yank. The stent had unravelled when removed from the patient but was removed intact. My colleague mentioned afterwards that he thought he heard a funny clicking sound from the device but we didn't really make note of this during the case due to concentrating on the case itself. The left limb was then stented with treo 15 x 120 and two further 15 x 100 to the external iliac artery. We did not do anything differently with the subsequent limbs whilst deploying other than hold our breaths." Patient outcome: "patient was treated with another device, another treo limbs x 3 of different sizes as we did not have anymore 15 x 160 in stock."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.